Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to low, out of range hv lead impedance. Several days before, the patient had received therapy and the third and final shock was aborted due to low lead impedance. Attempted were made to change vectors but were unsuccessful. The patient converted on his own. The patient tolerated the procedure well and will be followed normally.